Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and broken receiver on (B)(6) 2014. Cgm alerted patient of a low event, patient treated herself with food. During event, patient fell, hit her head, and broke her receiver. Patient claims she now unable to read receiver screen. At the time of contact with dexcom technical support, patient did not report any medical intervention or further injury.